Event description:
It was reported that one day post implant, this right ventricular (rv) lead was dislodged when the patient dressed himself and raised his arms above his head. This rv lead exhibited loss of capture and oversensing. Subsequently, this lead was repositioned and no additional adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.